Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap was found to be detached and was not returned with the device. Detritus was noted on the metal cap surfaces. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the laser system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.